Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and failed due to the receiver will not turn on, but will turn on with a known good battery after receiver case is open. The receiver log was downloaded and reviewed, finding unexpected receiver shutdown and rttloss within the investigation window . The receiver was opened and an internal visual inspection was performed and failed due to a damaged battery. The allegation was confirmed. The root cause was determined to be a damaged battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/24/2018, that on (B)(6) 2018 an unexpected receiver shut down occurred. No additional event or patient information is available. No product or data was provided for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.